Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump power adapter. The customer states that while testing the pump a sizzling and snapping sound was heard. It was noticed that the power cord was sparking and the adapter was burnt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.